Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that during support of impella 5.5, the patient had blood products being given for implant site hematoma. The plan was to start bivalirudin after pressure was held on the site.

Manufacturer narrative:
No product was returned for investigation. The cause of hematoma is determined to be use issue due to patient transport. The device passed all post sterile inspection checks.